Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to user operation. The user either applied stress to the cable unit causing damage, or used the subject device without fully drying it causing the electrical contacts of the connector to rust and electrical contact failure occurred. The instruction manual describes the following which might have been prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report was confirmed due to a faulty cable. Request for additional information have been emailed to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer the high definition camera head had no picture and was dark. There was no patient/user injury or harm reported to olympus.